Event description:
It was reported that the bottom display screen of the external pulse generator was not working. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case, side bail covers, and lower case are broken. Battery drawer is damaged.